Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient received a transplant on (B)(6) 2015. The patient was reportedly stable going into transplant and is recovering well.

Manufacturer narrative:
Upon disassembly of the returned device, examination of the inlet tube, inlet elbow, outflow elbow, and outflow graft attachment revealed distinct patches of tissue-like deposition and dried blood on various areas of the textured blood-contacting surface. The structure of the depositions suggests that they developed in the locations in which they were found; however, they were strongly adhered to the blood contacting surface and were minimally obstructive to the blood flow path. It appeared unlikely that they contributed to a functional issue. Examination of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades. The laminated layering of the thrombus suggests that it did not originate in the outlet stator; however, the areas of denaturation on the thrombus as well as the contact marks observed on the outlet portion of the rotor indicate that it was present while the pump was in operation. The thrombus in the outlet stator was occluding the majority of the blood flow path and would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. In addition, the thrombus in the outlet stator would have caused increased drag on the rotor and resulted in the reported pump power elevations which were captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's referenced previous pump exchanges were reported under MFR report #s 2916596-2014-02333 and 2916596-2015-01199. Device unique identifier (UDI) # (B)(4). Approximate age of device - 70 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in clinic with power elevations between 8-12 watts. The patient was reported to be asymptomatic and there were no alarms. The patient¿s system controller data log file was submitted to the manufacturer for analysis. The data recorded in the log file showed an increase in power and a decrease in average pulsatility index (pi) over time. The patient was readmitted to trend the patient¿s lactate dehydrogenase (ldh) level and perform a ramp study. On (B)(6) 2015, it was reported that the patient remained hospitalized on intravenous heparin. The patient¿s ldh continued to trend upward and the patient experienced intermittent pi events. It was reported that based on labs and imaging performed the patient appeared stable. There was no plan to restart coumadin. The patient was listed for transplant and a right heart catheterization was planned to assess the patient¿s hemodynamics. On (B)(6) 2015, it was reported that the power elevations stabilized and the patient's ldh level was at 813 u/l. The patient was reported to be able to walk laps around the step down unit while on heparin. The right heart catheterization showed that the patient's hemodynamics were stable and the lvad was functioning. The patient remains listed for heart transplant and hospitalized on heparin.